Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results are as follows: 253 mmhg blood side pressure drop. Conclusion: reason for the return was not confirmed for a leak and undetermined for performance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, low line pressure and low patient mean arterial pressure were observed, and approximately 400 ml of blood loss occurred. The perfusion team suspected an issue related to hemolysis, the pump, or equipment (hpe). The oxygenator required replacement, and after a new oxygenator was inserted, flow was restored and the case was completed. No patient complications have been reported as a result of this event. Medtronic received additional information that an unplanned blood transfusion was not required as a result of the leak.